Manufacturer narrative:
S/w version 6.7 v. Retainer ring = black. Case type = ngp. Customer returned pump for alleged blank display, failed batt test, and unexpected battery power loss found on 07-mar-2023. Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed four failed battery test alarms on the event date of 03/07/2023 at 13:36:14.000, 13:36:42.000, 13:37:04.000, and 13:37:21.000. Pump alarmed a pump error 43 on the event date of 03/07/2023 at 13:35:55.000, and pump alarmed a pump error 41 on the event date of 03/07/2023 at 13:35:55.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: battery cap contact damaged, scratched case, pillowing keypad overlay, keypad overlay texture damage, corroded battery tube, and corroded battery tube spring. Blank display and failed batt test were not confirmed during testing. Unexpected battery power loss was not confirmed. Pump error 43 was confirmed in the pump history files and traces due to a hardware error on the motor assembly, problem isolated to the motor assembly. Pump error 41 was confirmed in the pump history files and traces as a consequence of pump error 41. Battery cap contact damage was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp mmt-1885 minimed 780g ous system ble connect 3.0 mmol/l which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a battery failed and replace battery alarm. The customer also reported insulin pump was not turning on. Troubleshooting was partially performed. The issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The pump will be returned for analysis.